Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
An ophthalmic surgeon reported that the system lead to an unexpected outcome. It was noted that the patient had a singular coma like aberration causing a significant astigmatism. After treatment, the patient ended up with a large peri-pupillary coma causing a large astigmatism refraction. The measured astigmatism was far different than the manifest and instead of waiting, the surgeon decided to rapidly treat the patient and the patient immediately improved for about two months now. Additional information received states that the patient noted great vision at night, vision doing well but the right eye is more clear than the left eye. The patient is using topical artificial tear drops as needed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The root cause could not be determined conclusively. (B)(4).